Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek 2 ast-p632 test kit (reference 415059). The customer reports a false vancomycin resistance to staphylococcus aureus. The customer reported that organism was confirmed as sensitive to vancomycin using an etest; in addition, the qc results for the atcc 29213 staphylococcus aureus were fine. Based on the information provided, there was no adverse events or negative patient impact; however, there was a >24 hour delay for the vancomycin sensitivity results due to purification of the subculture and etest incubation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
An investigation into a discrepant result event while using the vitek® ast p-632 test kit was performed. The customer obtained a false resistant result to vancomycin for staphylococcus aureus with the vitek® ast p-632 test kit yet testing with etest® confirmed the organism sensitive to vancomycin. Isolates were not submitted for internal testing. Review of the raw data provided from the initial test done at the customer site is consistent with contamination, likely at the time of card set-up. All high concentration drug wells showed growth (with the exception of tigecycline), although this growth was delayed compared to the growth in the low concentrations. This type of growth is consistent with contamination. Information provided by gcs indicates that when the high concentration of vancomycin was cultured from the card in question, a gram-negative isolate was cultured. The growth observed by review of the raw data from the site's initial test is consistent with this finding. As cards are manufactured in large lots, a gross contamination of all wells with a gram-negative isolate would likely be observed in multiple cards, and the lot would likely be unable to pass the product release qc testing. Therefore, it is more likely that the contamination occurred during card set-up, and this is supported by the information supplied from the site: the repeat test with fresh saline did not reproduce the original results. Ast-p632 lot 732389210 passed bioload testing on initial qc performance testing. There were no issues observed with bioload testing on initial qc performance testing. Complaint and complaint trend review did not indicate a systemic quality issue for false vancomycin resistance for staphylococcus aureus. The most likely root cause is user error causing the introduction of contamination.